Event description:
It was reported that this system with a right atrial (ra) lead and an implantable cardioverter defibrillator (ICD) device recorded signal artifact monitoring (sam) and atrial tachycardia response (atr) events. Technical services (ts) reviewed the data and noted farfield oversensing on the ra channel. Ts also noted that the minute ventilation (mv) feature was disabled by sam due to high out of range pacing impedances. Non-physiologic noise was also stored on the atr events. Ts suspected lead fracture. Ts discussed reprograming device detection enhancements to ventricle only, changing mode to vvi, turning atrial sensing off, and re-enabling of respiratory sensor for respiratory rate trend (rrt) when ra sensing is off. This system remains in service and no additional adverse patient effects were reported. Subsequently, additional information was received indicating device was reprogrammed. The root cause of mv/noise was failed ra lead. Patient outcome was unchanged since no therapy was delivered and patient was not paced.

Event description:
It was reported that this system with a right atrial (ra) lead and an implantable cardioverter defibrillator (ICD) device recorded signal artifact monitoring (sam) and atrial tachycardia response (atr) events. Technical services (ts) reviewed the data and noted farfield oversensing on the ra channel. Ts also noted that the minute ventilation (mv) feature was disabled by sam due to high out of range pacing impedances. Non-physiologic noise was also stored on the atr events. Ts suspected lead fracture. Ts discussed reprograming device detection enhancements to ventricle only, changing mode to vvi, turning atrial sensing off, and re-enabling of respiratory sensor for respiratory rate trend (rrt) when ra sensing is off. This system remains in service and no additional adverse patient effects were reported.